Event description:
After extensive use during procedure, the arthrowand became plugged with debris so another one was opened. It was noted to "look" different in that the faceplate on the initial wand was missing. The pt was x-rayed and the 2.5 mm diameter piece was found in the knee. Unable to retrieve the disc so it was left in the pt's knee.

Event description:
Add'l info received from MFR 5/30/03: the voluntary medwatch report indicated that the device was returned to arthrocare on january 9, 2003, however, the device in question (turbovac 90m as1335-01) was not returned to arthrocare corp. As a result, a physical evaluation of the subject device was not performed. An analysis of the manufacturing record for lot no 3631221-1 was conducted. The analysis of the manufacturing record did not indicate any abnormalities. At this time arthrocare is unable to determine the root cause of the alleged adverse event due to receipt of limited info concerning the specifics of the procedure, as well as, the inability to physically evaluate the turbovac 90 arthrowand in question. However, to date, in all cases where device malfunctions have been reported as involving a turbovac 90 arthrowand, there were no systematic issues associated with the design of the product or the manufacturing process.